Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported elevated glucose readings of 401 mg/dl following an infusion set change. The user stated glucose alerts were received overnight and correction boluses did not appear to lower glucose levels. During troubleshooting, the user discovered the infusion set had not been properly inserted due to the needle guard remaining in place. The user replaced the infusion set, and glucose levels stabilized a few hours after the site change.